Manufacturer narrative:
Paper is supplied by an external supplier. During incoming inspection the certificate issued by supplier is inspected and then the paper is released to production. No deviation was observed. Review of the DHR showed that all relevant tests required during the manufacturing, packaging and sterilization process had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. Another complaint was received to this lot and this type of issue to october 28, 2024. CAPA 1722366 has been open to investigate the issue of seepage through packaging. The investigation did not reveal any discrepancy during lots productions. No discrepancy was found during production process of all reported lots. All tests during production were in accordance with specification. No issues have been observed. Samples received in connection to the complaints from the customers or requested from our external warehouse ceva were tested according to tm-638. Several samples did not meet test requirements. Test results are available as in complaint (B)(4) and CAPA 1722366. However, it should be noted that testing of water resistance of primary packaging is not part of in process control - water resistance is testing within design verification according to tm-638. This issue cannot occur during the manufacturing process. The investigation within CAPA 1722366 was closed with following conclusion: "for batches affected by complaints, no issues have been observed in production and all tested samples within in process control have passed the inspection. Used material in batches affected by complaints have been in accordance with specification. No issues have been observed. The direct cause of the problem about leaking of paper was not found.¿ because we received several complaints of seepage through packaging from other customers on different lots, after finishing the investigation within CAPA 1722366 the issue was submitted to crb held on november 3rd, 2023. There was decided to arrange meeting with t&I. Crb meeting with t&I representative was arranged on (B)(6) 2023. Following conclusion was taken at the meeting:¿ there is no risk of contamination, as there is no change in pressure during handling, and thus bacteria from the environment do not get sucked back into the peel pack. On the contrary, the sterile barrier is still intact until the peel pack bursts and opens. Everything inside is sterile and met the criteria according to sterilization validation. So, sal ¿ 6 is achieved all the time ¿. Because of increasing trend of complaints related to the issue in question of seepage through packaging, new CAPA 1819935 has been raised with engagement t&I into investigation process in january 2024. Within investigation as the root cause was identified that the material of the grid coated paper is not designed to be water resistance. Increased numbers of the non-conformances probably caused by variability in batches of raw material - paper. To address the issue following corrective action and correction have been proposed: implementation action 1: to initiate ccr for update of the product requirement (B)(4) according to real customer use time. Implementation action 2: proposal of primary packaging that will be capable to retain the contents of the water sachet for adequate period of product usage time. By completion of investigation CAPA tw# (B)(4), more complaints have been received. Further review showed that issue is not related only to supplier´s batch of/31358 but is spread across more supplier batches. Final bounding has to be extended to all catheter batches produced since september 2022 until now, when first batches identified in complaints were produced, for us version of products and xray sterilization was implemented, and since december 2022 for EU version of products when xray sterilization has been implemented. Impact of sterilization modality was not confirmed by testing, but generally, radiation might impact attributes of material and therefore may cause worsening of the issue previously not identified in such scale. Testing in current production confirmed, that leakage is related to variability of raw material and can occurred also on currently used supplier batches. Probability of occurrence is on level 3 moderate, severity of possible harm coming from this situation is on level 1 minimal, overall risk based on probability of occurrence and severity - low, aql level assigned for hazard/harm- with severity 1 is aql 2,5 this level was not exceeded, sterility - was not breached. There is no major risk to end user. Stop ship decision was to not initiate stop ship. Justification is provided in stop ship evaluation form (see "(B)(4) 16aug2024 stop ship gc glide ver.1.0 leak through primary package paper" and "(B)(4) 16aug2024 stop ship gc glide ver.2.0 leak through primary package paper"). Evaluation influence leakage of water through the primary package - paper have been assessed and is described also in memo (B)(4) ver.1.0, (B)(4) memo_for_cancelation_of_hhe_(B)(4)", where is concluded, that overall risk is low and sterile barrier was not breached. For this reason, was decided, that affected products will not be stopped and therefore product disposition type is "use as is". CAPA is in investigation phase. Complaint investigation remain open until the CAPA investigation will be complete. This issue will continue to be monitored in trends. CAPA tw# (B)(4)is in implementation phase. 1. Leakage through paper ¿ root cause: the material of the grid coated paper is not designed to be water resistance - corrective action: proposal of primary packaging that will be capable to retain the contents of the water sachet for adequate period of product usage time. 2. Testing performed as per tm638 do not verify product requirement (B)(4) ¿ root cause: discrepancy between (B)(4) and tm-638 in required time for water retention - unification of the test method tm-638 with product requirement pr58 regarding the time for water retention. Conclusion statement root cause: the material of the grid coated paper is not designed to be water resistance. Increased numbers of the non-conformances probably caused by variability in batches of raw material ¿ paper. Ccr for change of gc glide primary packaging to film-film will be initiated. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user reports after popping the water sachet and not using for 2 minutes, water is seeping through the packaging. Per the additional information received, the end user experienced the uti's while using this product.

Manufacturer narrative:
E1: complainant state: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
End user states "he has had 2 uti's lately, not usual for him and is on antibiotics", name of antibiotic was not provided. This emdr covers the unknown number of catheters associated with the utis.